Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that the bottom aligner is cutting into their gums and causing pain. Patient replied back that they had used their file to file down the area on the aligner that was causing the issue. This fixed the issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.